Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/10/2017 that on (B)(6) 2017, prior to inserting the sensor wire, it was noticed that the sensor wire had detached and was found attached to the sensor applicator. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined.